Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the longevity calculator confirmed that the patient's ins reached eri; there was less than three months until eos. The representative changed the programming to cyclic mode, but this was not tolerated by the patient; it was clarified that the continuous on/off of cyclic mode was not accepted by the patient and they did not have sufficient pain relief with cyclic mode enabled. The patient's ins battery depletion was not premature. A longevity calculation was performed at implant, but the report was not documented. The implanting physician did not know that the ins would reach eri at this time.

Manufacturer narrative:
G2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.